Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Results of the device evaluation, device history record review, and product family complaint trend review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation in 2007, that within 48 hours of the placement of a polyflex esophageal stent, the patient suffered "severe pain". "When the prosthesis was checked, a part of the porthesis at the proximal end was turned towards inside with the shape of a crescent moon." The physician removed the stent and since the objective of the prosthesis was partly achieved, "no other prosthesis was implanted". The patient's condition was reported as "stable".